Manufacturer narrative:
Date of event: the date of the event is unknown. Bsc became aware of the event on (B)(6) 2020. Therefore, a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified ostial to distal right coronary artery (rca). A 38 x 4.00 promus premier select stent was advanced, but it was observed under angiogram that a strut dislodged. The device was removed. It was noticed that some struts proximal and distal on the balloon were bent. The procedure was successfully completed with another of the same device. There were no patient complications.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified ostial to distal right coronary artery (rca). A 38 x 4.00 promus premier select stent was advanced, but it was observed under angiogram that a strut dislodged. The device was removed. It was noticed that some struts proximal and distal on the balloon were bent. The procedure was successfully completed with another of the same device. There were no patient complications.

Manufacturer narrative:
B3: date of event: the date of the event is unknown. Bsc became aware of the event on (B)(6) 2020. Therefore, a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020. Device evaluated by MFR: a 38 x 4.00 promus premier select stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts at the proximal end lifted from the crimped stent position and pulled distally. The stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no tip damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no damage.